Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer doctor was adjusting her basal rates due to her stress and pain and her food takes two hours to her stomach. The customer declined troubleshooting because her doctor does not think it is related to her insulin pump or related supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.